Event description:
It was reported that the pump emitted a "cartridge not detected" warning three times in one week. The pt stated that each time the pump lost prime and he replaced the cartridge. He said that he received the "cartridge not detected" message. The pt noted that the pump is taking a long time to load the cartridge and to prime; he used a lot of insulin to prime the tubing. He denied any relevant alarms in the history.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. The pump was evaluated and found to be operating within required specifications. A review of pump history indicated that loss of cartridge detection had occurred, but was not duplicated during testing.